Manufacturer narrative:
This report is filed on september 23, 2019.

Event description:
Per the clinic, the patient experienced skin irritation at abutment site and subsequently was treated with a topical steroid and oral antibiotics.